Manufacturer narrative:
.

Event description:
It was reported that during review of the physician's handheld, high impedance was observed on the vns patient. It was reported that the patient was referred for surgery due to the high impedance. No known surgical interventions have been performed to date.

Event description:
Analysis of the generator was completed on 06/22/2016. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator. Analysis of the lead was completed on 06/30/2016. Note that a portion of the lead assembly (body); including the connector pin / boot sections with model and serial number tag was not returned; therefore it was not possible to verify the model and serial number during this analysis and a complete evaluation could not be performed on the entire lead product. What appeared to be white deposits were observed in various locations. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified.

Event description:
It was reported that the patient underwent generator and lead replacement due to lead discontinuity. The generator was replaced prophylactically. There was no fracture identified in the lead during the replacement surgery. The lead and generator were received for analysis. Analysis is underway, but has not been completed to date.